Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a (B)(6) male on impella cp for mechanical circulatory support. The patient experienced limb ischemia and bleeding near groin access site area. The pump was repositioned, and hemodynamics stabilized as flow restored. J-wire prolapsed on valve at final position revealed good pump position. Echo performed in procedural area prior to transport to intensive care unit. The patient was successfully weaned and explanted in cath lab. Hemostasis was achieved with perclose x2. Distal pulses were dopplerable post case.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.